Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000021 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and hemostatic valve leak occurred. It was reported there was difficuly inserting the dilator inside the sheath. There was no needle, only the dilator and the sheath. The resistance did not result in any damage to the sheath or the dilator. It was also reported leakage was observed at the valve level during the whole procedure. Reflux at the valve level when changing catheters with the appearance of air bubbles. No bubbles were introduced to the patient and physician did not perform any type of maneuvers to eliminate the bubbles. They used another device to complete the procedure. Patient has not exhibited any neurological symptoms since the procedure completed and there was no medical intervention required. The customer¿s reported issue of resistance with the sheath is not considered to be MDR reportable since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.

Manufacturer narrative:
On 27-jun-2023, the product investigation was updated to include additional investigation details and clarify that the hemostatic valve was broken in the star section (the introduction area). Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath the stress marks and physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and hemostatic valve leak occurred. It was reported there was difficuly inserting the dilator inside the sheath. There was no needle, only the dilator and the sheath. The resistance did not result in any damage to the sheath or the dilator. It was also reported leakage was observed at the valve level during the whole procedure. Reflux at the valve level when changing catheters with the appearance of air bubbles. No bubbles were introduced to the patient and physician did not perform any type of maneuvers to eliminate the bubbles. They used another device to complete the procedure. Patient has not exhibited any neurological symptoms since the procedure completed and there was no medical intervention required. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken next to the introduction area. Due to this finding, an internal action has been initiated to further investigate the findings. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-may-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).